Manufacturer narrative:
Concomitant medical product: product ID: 5076-58, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome. The right atrial (ra) lead had no capture at maximum output and was undersensing and sensing intermittently. The lead was initially repositioned; however, dislodged post-operatively. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.